Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "medically proven to be ruptured", "faulty textured implants", and "very sick". Healthcare professional later reported ¿roughened with fibrofatty adhesions present." The device has been explanted.

Event description:
"Pain and concern about textured device" reported.